Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture and lymphedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: intracapsular rupture of the device (color modification) a capsular contracture baker grade IV, effusion of silicone (lymphorea).

Event description:
Healthcare professional reported an intracapsular rupture of the device (color modification) a capsular contracture baker grade IV. Breast hard painful and deformed. Effusion of silicom (lymphorea). Right side. Device has been explanted.